Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed one an out of range shock impedance measurement. Currently the lead impedance measurement is normal.